Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information the pt's ins was explanted and replaced due to loss of therapeutic stimulation. Pt was experiencing symptoms of increased pain and was not getting relief from the stimulation. It was reported the pt suffered no injury and recovered without sequela.